Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted: lotnumber l660419 belongs to article 36598, which is a sub component of 309.068. Anyway, DHR will be performed with following article/lotnumber combination. Part: 36598. Lot: l660419. Manufacturing site: bettlach. Release to warehouse date: 17. Jan. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The manufacturing documents have shown that the correct material 1.4112 was used according iso 7153-1. Because the raw material for sub-component 36598 is not lot tracked, review of raw material certificate is not possible. H3, h6: a product investigation was conducted. Visual inspection: the visual inspection has shown that the forefront is broken off. The broken piece was not sent back. The cutting edges of the remaining teeth's are worn. Summary: our investigation has shown that the complaint condition for the received device is confirmed. There was no information provided how or when the reamer broke or if a power tool was used, this makes it impossible to determine an exact root cause. We can only assume that an excessive contact between the reamer and a screw, for example by too much lateral stress during the removal of a screw, caused a mechanical overload and finally the breakage. In general, we would like to point out following statement from page 31 in the extraction screw set handling technique (art. 036.000.918: important: the hollow reamer and the extraction bolt are left-turning (to be turned anticlockwise). During insertion ensure that enough axial pressure is exerted and maintain the axis. Only use instruments with sharp edges. It is possible to use the hollow reamer with power tools, but this should be done very carefully. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, a spare reamer tube for hollow reamer was found broken during decontamination. There were no procedure or patient involvement. This report is for one (1) spare reamer tube. This is report 1 of 1 for (B)(4).